Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: spcb flextome mr- 4.00mm/1.5cm/140cm-ous was received for analysis. A visual examination identified that the balloon was not subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was advanced for dilation. However, the balloon ruptured at 6 atm. Another 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was selected for dilation. It ruptured during the first inflation at 8 atm. Dilation was then performed using an 8.0 x 40, 135cm mustang balloon catheter. During inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a new non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptures occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was advanced for dilation. However, the balloon ruptured at 6 atm. Another 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was selected for dilation. It ruptured during the first inflation at 8 atm. Dilation was then performed using an 8.0 x 40, 135cm mustang balloon catheter. During inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a new, non-bsc balloon. There were no patient complications reported.